Manufacturer narrative:
This report is being supplemented to provide the following corrections: h7 (if remedial action initiated, check type) notification was selected. Relabeling was incorrectly selected in the initial report. H9 (if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number). The correct recall notification reference number is z-0192-2024. Z-2496-2023 was incorrectly referenced in the initial report.

Event description:
The customer reported to olympus that the rubber on the front of the optics had melted while using the bronchovideoscope during unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s reported allegation was confirmed and found that the distal end was totally damaged, and the channel mount and the objective lens were noted to have foreign material. In addition, the device evaluation found that the forceps channel had corrosion, the control unit had discoloration, the plug unit had a scratch, due to a crack on the distal end, the water tightness was lost, due to a crack on the objective lens, the image had a dark area partially, due to damage on the channel tube, the channel cleaning brush cannot inserted smoothly, due to damage on the insertion tube rotation ring, and the connecting tube did not rotate smoothly. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, the associated h6 coding, the device manufacturer date (h4), and the following correction. Correction: the initial medwatch reported that during the device evaluation it was found that the channel mount and the objective lens had foreign material; however; the customer later confirmed that the device was returned without proper reprocessing which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, root cause of the rubber on the front of the optics being melted (distal end melted) is likely a use issue where when performing high-frequency cauterization, the distal end made contact with the mucosa (soft tissue), the endo therapy accessory was not pushed to the visible position of the green marking on the sheath of the accessory or the electrode of the endo therapy accessory was not in contact with the mucosa. However, the specific root cause could not be definitively determined. The event can be detected/prevented by following the instructions provided in the following: bf-1th190 operation manual: 3.3 inspection of the endoscope: inspection of the endoscope. Bf-1th190 operation manual: 4.3 using endo therapy accessories. Olympus will continue to monitor field performance for this device.